Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 21-jun-2018 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, all of the keypad buttons were found to respond appropriately. Moisture was observed behind the display lens and inside the battery compartment. The battery compartment was found to be cracked above and below the bumper pad. A leak test was performed and a leak was identified in the battery compartment. The pump cover was removed and moisture was found on the keypad flex connector and printed circuit board. The original complaint of a keypad response issue was unable to be duplicated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. The reporter alleged moisture was behind the display. The reporter alleged that the up, down, and ok/enter button's were under responsive on the keypad. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.